Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 05-mar-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported that the communicator wouldn't charge. They said that the charging cord just fell out of the communicator charging port. They said that the same thing was happening with other charging cords. They said that they looked in the charging port and something might have been missing since it didn't look like there was anything to hold the cords in place. The agent sent a request to repair to replace the communicator. They said that the communicator had been acting weird for a couple weeks. The communicator light would come on but then go off, like the charging was intermittent.